Event description:
Additional info received from MFR on 09/02/1998: it has been co's experience that blood which is sickle trait positive often causes flow difficulty, related to changes in erythrocyte distensibility. In conclusion, the flow difficulty facility experienced with two rcez1t filters appears to be related to the sickle trait positive nature of the blood cells.